Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead damage. The mannitol covering was pulled off the lead tip when this lead was being removed from a kinked/compressed sheath during an implant attempt. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Visual inspection showed a stretched helix consistent with being pulled back through a constricted area, like an introducer. Laboratory analysis was able to confirm the reported allegation of helix damage, based on the observation of a stretched helix.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead damage. The mannitol covering was pulled off the lead tip when this lead was being removed from a kinked/compressed sheath during an implant attempt. No adverse patient effects were reported.